Event description:
It was reported that the device had a faulty valve. Additional information received reported that during a laparoscopic tubal ligation after the device was inserted into the abdominal cavity and following the removal of the "inner trocar," co2 immediately came out through the cannula, which might have been the result of a faulty valve mechanism. The procedure time was increased due to the necessity of re-insufflation of co2 into the abdominal cavity. Another device was used to complete the procedure. There was no patient injury. Additional information regarding the patient was requested, but no additional information was available.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A follow-up report will be sent if the device is received.